Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician isolated the issue to the head hi-low valve remaining open. He replaced the head hi/low down valve to repair the bed.